Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a power (power issue) issue. It was reported that the user had a high bg level due to being off pump because of needing a battery cap. There was no report of a bg reading exceeding 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. The alleged issue could not be resolved with troubleshooting. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.